Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported while using the tampons she became very ill. She experienced weakness, headaches, diarrhea, seizures, chills, fever of 104 degrees, shakes, vaginal discharge, odor, itchiness to back, spotting and irregular periods. She saw her pcp who diagnosed her with the flu and prescribed antibiotics. She was then referred to a neurologist for her seizures. She reported she does not have a history of seizures. She saw the neurologist and was prescribed an anti-seizure medication. After she began taking the anti-seizure medication, topiramate, her seizures resolved. She continued to experience all other symptoms. She saw her gynecologist and had a vaginal exam and a piece of tampon was found inside her. The gyn diagnosed her with tss and oral and topical metronidazole, amoxicillin and motrin were prescribed. Consumer alleged her gyn told her that all of her symptoms, including the seizures, are due to tss and that she is not epileptic. Since taking the medications, her fever is now between 99 and 100 degrees. Consumer alleged the gyn told her she has an overgrowth of vaginal bacteria. Her symptoms are improving but she was still feeling weak and planned to follow up with her pcp.